Event description:
It was reported that microbial growth was observed on the plate tsa l&p80 rodac. There was no indication that results were reported, and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported by the customer that there is growth on plates. Customer reported 3 packs came in with growth on them."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: during manufacturing of material 221288, media is formulated using the dehydrated culture media (dcm) with usp purified water. Media is then processed through a high temperature short time sterilizer to remove bioburden and is aseptically dispensed directly into rodac dishes. Personnel working in the filling area are required to wear full body jumpsuits, hoods, boots, masks and gloves. Dispensing and sleeving are completed within iso certified environment. The filled plates are cooled and immediately wrapped to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 1361056 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 1361056. Retention samples from batch 1361056 were not available for inspection. Three photos were received for investigation. One photo shows a sleeve from batch 1361056 and two plates from batch 1361056 (time stamp 2059) with growth in the media. Another photo shows the bottom of a sleeve with growth on the agar surface of the bottom plate in the sleeve (batch 1361056, time stamp not readable). The last photo features a sleeve label from batch 1361056. No return samples were received for investigation. This complaint can be confirmed. No complaint trends for contamination have been identified for this product; no actions are indicated at this time.

Event description:
It was reported that microbial growth was observed on the plate tsa l&p80 rodac. There was no indication that results were reported, and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported by the customer that there is growth on plates. Customer reported 3 packs came in with growth on them."